Event description:
Had prolene 12 x 12 abdominal hernia mesh implanted for chain surgical hernia in 2003. In (B)(6) of 2012, I began having cold sweats, night sweats, fever, chills, high temperature, headaches, and high wbc. Was hospitalized twice for this, treated with IV and oral antibiotics, seemed better, and recycled again in (B)(6) 2012 with another hospitalization. Was diagnosed in (B)(6) 2012 with an abdominal hernia mesh infection and told antibiotics will likely not help and it may need to be removed. I currently have cold sweats, abdominal pain in mesh area, nausea, fatigue, headaches, chills, and nightsweats. See surgeon tomorrow to consult on removal. Surgery is a major procedure to remove mesh and use abdominal muscles to repair hernias. Dates of use: (B)(6) 2003 - (B)(6) 2012. Diagnosis or reason for use: repair abdominal incision hernia. Will be having surgery to remove prolene mesh.